Manufacturer narrative:
Suspect device for this medwatch is coaguchek test strip lot 164a, exp: 03/31/2007, cat/3116247.

Event description:
Caller states that the pt obtained results of 3.5 inr and 2.5 inr when comparing coagu-chek system 1 to coagu-chek system 2. No action was taken based on either result. No adverse event reported. Requested return of suspect device and replacement was sent. Caller is unsure which strip lot produced each result. Comparison performed at medical facility. Coaguchek test systems used: system 1: meter strip lot 164a, exp 03/31/2007, cat/3116247. System 2: meter strip lot 358a, exp 01/31/2008, cat/3116247.